Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced a faulty sample probe 1 (s1) mixer assembly and performed an auto-precision alignment, which was acceptable. The cse ran an s1 mix test, an s1 quick check and performed precision testing, all of which were acceptable. The customer ran quality controls, which were within acceptable ranges. The cause of the discordant, falsely low magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium result.